Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported, "the patient's right lower limb PICC catheter was placed in our hospital's catheter placement center on (B)(6) 2023, and was trimmed once in an outside hospital on (B)(6) 2023 due to catheter rupture, and then trimmed again on 29 december 2023 when the catheter was found to have ruptured in our hospital, and the catheter rupture occurred for the third time in this case: the patient's infusion was completed on (B)(6) 2021 at 18:00, and the sealing fluid was pushed into the catheter and found a small amount of clarified fluid oozing from the puncture point. At 18:00 on the (B)(6) 2021, the patient's infusion was finished, and nurse pushed the sealing liquid into the tube and found that there was clarified liquid oozing out from the puncture point, so she reported to the superior nurse, who went to the bedside to check the patient's PICC catheter and found that there was small amount of clarified oozing from the puncture point, and the catheter fixation adhesive tape was infested with wetness, and then she tore off the fixation film, and then pulled out the catheter while flushing the tube, and saw that there was a rupture at the catheter's 32cm mark. At around 10 o'clock, the consultant arrived at the department, and after evaluation, the catheter was trimmed, and now it was inserted 26cm, with 5cm exposed, strengthened the anti-thrombosis education, and communicated with the doctor in charge to dismantle the catheter as soon as possible."